Manufacturer narrative:
The device was evaluated, and the service engineer (se) confirmed that there was a gouge-like scratch on the touchscreen, and the touchscreen did not partially respond to touch operation. The se replaced the touchscreen to resolve the issue. The device was checked, cleaned, and tested; the device was then returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touch panel that failed to operate. There was no patient involvement when the issue occurred. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
The suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "tech observed a gouge-like scratch on the touchscreen during the visual inspection. Product investigation lab (pil) tech could not find any issues with touchscreen operations during the diagnostic check. This touch screen passed all diagnostics testing. It also passed the calibration test. Tech verified that the touch screen touch points are aligned on the standard test bed (stb). Pil tech verified that all touchscreen flex cable circuit resistance verification and resistance ratio measurements were within the specifications. Tech verified that the suspect touch screen passed the functional testing per test#3 in the service manual. Pil concluded that the touch screen operates as designed/no fault found."